Event description:
From provider report: continuous blood loss oozed throughout case. It was difficult to tell amount of ebl (estimated blood loss) by visual inspection of field. Surgeons state ebl was significant. Surgeons were suctioning blood "loosed" into neptune device throughout case. In middle of case the neptune device measured 450 ml. Inspection of fluid chamber = 1800 ml. Clinical engineering evaluation: ebl is estimated blood loss. Unit was tested after the case and confirmed that the volume display was grossly inaccurate at the low end of the range. The neptune has a digital display to indicate the volume in the chamber. The chamber also has graduations on the side for a coarse measurement. According to the manufacturer's specification, the digital display should be accurate to +/- 175ml. We observed errors in excess of 1000ml on several machines. Ebl during the case is a factor in deciding whether the patient needs additional blood to make up for loss.